Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n383981002, implanted: (B)(6) 2013, explanted: 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: n383981002, (B)(6), (B)(4). Analysis of the catheter identified kinks in the catheter body and a hole caused by repeated flexing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon (concentration and dose) unknown since (B)(6) 2013 for cerebral hemorrhage. It was reported on (B)(6) 2018 that at the beginning of may the patient's spasticity increased slightly. A contrast study and a rotor test were performed but no abnormality in variability was observed during a refill. The dose was increased and the patient's condition was under observation. After several days, the patient's spasticity gradually recovered. On (B)(6) 2018 a slight tendency to drowsiness was observed in the patient. The increase in dose was suspected to be the cause and the dosage was decreased. After that, the patient gradually recovered and was in remission as of (B)(6) 2018. The classification of severity for the event was considered to be not serious. The increased spasticity was suspected to be caused by the decrease in the dose. A contrast study and a rotor test were performed but no issue was detected. The patient's condition recovered after being under observations, however, oppositely, signs suspected to be caused by an increase in the dose was observed afterwards. Since no issue was found in the pump operability test, the catheter was suspected to have some kind of cause, the patient had been under observation. It was also reported that because no issue had been reported during several years after the implantation operation, it was considered that there was no impact of the implantation operation on the adverse event. The causality of the pump was reported to be not related to the drug, pump, programmer, or surgical procedure and unknown in relation to the catheter. Additional information received indicated no further actions/troubleshooting/diagnostics were taken to resolve the issue at this time. The cause of the increase in spasticity was undetermined. Additional information was received on 2018-jun-25. It was reported that drug dosage was difficult to be controlled recently. Although the pump and catheter were inspected, no abnormality was observed in appearance and the result of the inspection. It was time to replace the pump, so the catheter was also replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a conference abstract for the (B)(6). It was reported that the patient had intermittent underdose and overdose symptoms with ¿muscle tone, drowsiness, nausea, hypotonia, catheter abnormality, overdose, underdose¿.